Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor. There was a breach due to depression on the outer insulation and blood had ingressed into the outer insulation. (B)(4).

Event description:
The lead was returned to the manufacturer with no information and subsequently tested out of specification. Follow-up with the physician's office noted an issue on a competitor product and the physician elected to replace the system; no issues were noted with this lead. No patient complications have been reported as a result of this event.